Event description:
Follow up report to 3007666314-2018-00049: patient had experienced a slight lisp following implant surgery. The lisp fully resolved on its own with our intervention.

Event description:
Patient has been experiencing a slight lisp following his implant his surgery which occurred 2 months earlier.